Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt tests her blood glucose 2-3 times a day. She takes 50 units of lantus insulin at bedtime and sliding-scale novolog insulin based on her meter readings. The pt indicated that the alleged meter issue started in 2009. For 3 straight days, the pt claimed that she got 2 pre-dinner results of over "300 mg/dl" and another result where the meter displayed "hi". According to the owner's manual, the meter display's a result of "hi" if a possible blood glucose level exceeding "600 mg/dl" is detected. According to the pt, her normal pre-dinner blood glucose levels are around "163 mg/dl". After obtaining the "hi" result one night at around 10:00 pm, the pt took 10 units of sliding-scale novolog insulin and ate a little less than normal for dinner. The next morning at 4:00 am, the pt woke up sweating and feeling dizzy. She tested her blood glucose at that point and got a result of "190 mg/dl". The pt administered self-treatment by drinking a soda which helped to relieve her symptoms. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.